Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 10atm for five seconds. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.